Event description:
Information received that the side rail would not latch. No injury reported.

Manufacturer narrative:
Technician found that they were unable to latch right intermediate side rail due to rust and corrosion. Cleaned and lubricate the parts to resolve this issue.